Manufacturer narrative:
(Phone number): (B)(6). (Health effect - impact code): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Yellow particles were observed on the shell. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.